Manufacturer narrative:
(B)(4). Limited information is available. Additional information cannot be obtained, no contact information was supplied. It is unknown if this is an invacare product. States product is an ac powered hoyer patient lift (fng). Invacare only distributes non-ac powered patient lifts ( hydraulic or battery operated - fsa). Report also states the sling is an invacare compatible sling, not an actual invacare sling.

Event description:
It was reported that a patient was being transferred from the bed to a wheelchair using an unknown hoyer lift and unknown mesh full body sling w/commode opening. During the transfer the left leg strap on the sling broke causing the patient to slide out of the sling onto the floor. Patient suffered a skin tear to their left arm, reddened area on left chest and complained of pain in the left leg, patient was sent to the hospital for evaluation and no fractures were found.